Manufacturer narrative:
Investigation:the run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the trima machine operated as intended. There were no events (alerts, adjustments,changes in pump speed, etc.) During the run that could have caused the reported donor reaction. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to aabb technical manual 16th edition, adverse events seen at the time of donation or those reported later average about 3.5% of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 3400 donors. Root cause: a definitive root cause for the donor's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, and/or the donor's sensitivity to anticoagulant.

Event description:
The customer reported that a donor experienced a reaction during a double red blood cell (rbc) collection procedure. Approximately 7 minutes before the end of the donation, the donor complained of a racing heart. The nurse immediately stopped the procedure and removed the needle. Per the customer, the donor had extreme tremors that lasted for 15-20 minutes with an erratic pulse. During the reaction the patient was fully compos mentis and could not control the shaking. Approximately an hour later, the donor left the donation center "feeling well" and was asymptomatic. Per customer follow up, the donor visited his general physician that day with reports of a "fluttering heart". An echocardiogram (ECG) was performed the following day with no abnormal results found. The rbc collection set is not available for return because it was discarded by the customer. Donor ID number: (B)(6) due to EU personal data protection laws, the donor gender and weight is not available from the customer. Donor's gender and weight were obtained from the run data file (rdf).